Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: 000-0190- femur screw std 18mm-unkown. 000-0212- camera drape-unknown. 000-0163- pelvic screw std 116mm-unknown . 010000702- g7 bonemaster ltd acet shl 50d- 6938039. 010000856- g7 neutral e1 liner 36mm d- 6782814. 51-113100- tprlc 133 type1 bm so 10.0- 6987844. 11-363662- 36mm cocr mod hd std- 680410. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01622. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product is a surgical smart tool. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device is a surgical smart tool.

Event description:
It was reported after using the intellijoint for a hip replacement the patient experienced a fracture of the greater trochanter. The surgeon believes that the platform in combination with the femoral screw created a stress riser that caused the fracture. Fracture is displaced and contained within the soft tissue so doesn¿t require further intervention at this stage. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; g3; h2 upon review, it was determined that we do not have reporting responsibility for this hip system. The initial report was submitted in error rand should be voided.

Event description:
Upon review, it was determined that we do not have reporting responsibility for this hip system. The initial report was submitted in error rand should be voided.